Manufacturer narrative:
Product event summary: a medial segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product; addr01 ipg, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedances and was possibly fractured during a fall. The patient reported dizziness. The lead was initially capped, then later partially extracted. During the extraction, the tip of the lead broke off and remains in the myocardium. No patient complications have been reported as a result of this event.